Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.062 ng/ml vs. Expected result of 0.014, 0.013 and <0.012 ng/ml was predicted from the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es result was not reported from the laboratory as the sample was tested in duplicate and the difference in the replicate results exceeded the laboratories expectations. There was no allegation patient harm. (B)(4).